Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer end and they ran a test, confirmed that everything looked good, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was unlocked and it happened in multiple stations. Customer tried to recover by click or unlock but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.